Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned in two segments, approx.170 mm from the terminal end. Testing was completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a bend in the lead body approx. 25mm from terminal end and noted tool marks on outer insulation approx. 55mm from terminal end, these are likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, rather than typical surgery-related damage, but is not considered abnormal.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensing on this electrode, leading into inappropriate shock. The field representative was able to reproduce the noise with isometrics, especially when the patient was doing planks. The patient is scheduled to see the cardiologist to reprogram the device. This s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensing on this electrode, leading into inappropriate shock. The field representative was able to reproduce the noise with isometrics, especially when the patient was doing planks. The patient is scheduled to see the cardiologist to reprogram the device. This s-ICD system was explanted and replaced. No additional adverse patient effects were reported.